Manufacturer narrative:
The evaluation conclusion code was updated.

Event description:
The initial reporter complained of discrepant low results for 1 patient sample tested for sodium (na) on a cobas 8000 ise module. The initial result was 113.9 mmol/l. The repeat result was 122.9 mmol/l. No questionable results were reported outside of the laboratory. The na electrode lot number and expiration date were not provided.

Manufacturer narrative:
The customer did not provide any additional information. The investigation did not identify a product problem. The cause of the event could not be determined.